Event description:
A report has been received. Reportedly the end user hit something and has bent the right fork. Also affecting the caster housing( was broken) and the journal is off the frame. (Fork stem assembly slides up into this housing). There was no injury.